Event description:
It was reported that a medical intervention was performed due to stiffness.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical team concluded: no clinically relevant information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical team concluded: no clinically relevant information has been provided for inclusion in this medical investigation.  Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.